Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was no asystole alarm for a patient with an external pacemaker. The mx40 generated a missed beat alarm but did not generate an asystole alarm at 4.8 seconds of no rhythm. The patient was transferred to the cardiac care unit. The mx40 telemetry device is reported in MFR 1218950-2023-00097.

Manufacturer narrative:
A philips clinical application specialist (cas) went to the customer site. The cas obtained the requested logs and provided the patient strip. A philips product support engineer (pse) reviewed the logs and patient strip. The pse concluded that the mx40 patient wearable monitor functioning as designed. The strip provided displays that a missed beat occurred at 01:15:44 because a beat was not detected where the algorithm expected a beat to be; subsequently the algorithm classified 2 p-waves as questionable beats. Based on the information available and the testing conducted, the device was functioning as intended.

Manufacturer narrative:
A final report will be submitted once the investigation is complete.

Event description:
Based on the information received, the patient was constantly monitored from the piic and the nurse was immediately notified of the alarm "pm not pacing" and was sent to check on the patient. There was no delay in care and no harm to the patient. In addition, per the product support engineer, the criteria for an asystole alarm was not met. The patient was transferred from general cardiac ward to cardiac care unit. The mx40 telemetry device is reported in MFR 1218950-2023-00097.